Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Event date month and year valid (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the ins had not been charging very well or holding a charge since (B)(6) 2018. They explained that the ins discharged and they had been neglectful, but later confirmed that the ins was not dead. They had no issues getting coupling boxes, but it seemed to take longer to charge the ins to full. They let the ins go down to halfway or 3/4, so it wouldn't take long to charge the ins to full. They used to go half a week to 2 weeks until they needed to charge, but now they had to charge every couple of days. They then reported that they went to the hospital due to their pain being a ten. When they were at the emergency room they talked to a physician assistant who told them they could get adjustments done with their ins. They did not know adjustments or reprogramming could be done. They were working with their healthcare provider to address the issues. They also reported that within that last week the recharger would not charge and the connector pin broke off (was bad) of the desktop charger. The patient further reported that they saw an eri message and the ins was not holding or taking a charge. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the ins needing to be recharged more often, not holding a charge, and the elective replacement indicator had not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37761, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had no idea what led to the frequent recharging, the ins not holding a charge, and the eri message. The patient stated that it must have been old. The battery in their back was replaced as well as the controller. No further complications were reported or anticipated.